Event description:
It was reported that the patient presented in clinic for follow-up due to shortening of pvarp at higher rates resulting in pmt and functional loss of capture. Multiple episodes of non sustained lead noise were also noted due to sensing latency between far-field and near-field channels. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.